Manufacturer narrative:
A review of the batch record and retain eval could not be performed without a lot number. A review of complaints for previous 12 months was performed and there is no indication of complaint trend based on this review. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued on 04/16/2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
The pt reported she developed a red rash under the dressing after 5 days of use. The pt followed up with her physician and was advised to discontinue use of the device. The pt was issued a prescription for topical corticosteroid. Subsequent improvement of the rash has been noted as evidenced by a decreased redness. Pt outcome was not noted.